Manufacturer narrative:
The tech found the head hi-lo cylinder would drift about an inch every five mins. The tech replaced the head hi-lo cylinder to repair the stretcher.

Event description:
The surgical tech alleged while assisting in an eye surgery, the unit would drift into trend slowly, and they had to keep raising the unit back up.